Event description:
The caregiver (cg) contacted product surveillance to report loose minicaps on (B)(6) 2012. The cg stated that the home patient (hp) went to the clinic on (B)(6) 2012 to have his 6 month transfer set changed out. The cg said that when the hp went to remove the minicap for therapy that night it was loose. The hp tried 2 different lot numbers and some from the clinic. The cg said the hp went to the clinic on (B)(6) 2012 to have the transfer set changed out again. The hp reported that every night between (B)(6) 2012 that the minicaps were still loose. The cg said that the minicaps still appear to be loose on the new transfer set. The cg said that she would return a minicap from both reported lot numbers and a minicap from the clinic (if she could find one). No allegations were made against any of the hp's dialysis products. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Five of 13 minicap - connection issue.

Manufacturer narrative:
(B)(4). The reported problem of connection issue was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.